Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, the trip wire was tangled and the band would not fire. Reportedly, the ligator shrink wrap was removed prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. It was also noted that after attaching the ligating unit to the trip wire, the trip wire slack was not removed which resulted to trip wire tangling. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.